Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected until notification of explant, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent follow-up, this device exhibited a battery status not as expected. The previous follow-up was showing three years of remaining battery life, with this most recent interrogation illustrating only 10 months. The technical data review confirmed a battery malfunction with recommendations to explant and replace the device. To date, no system changes have been reported and no adverse effects were known.